Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time. Medical records were received by broadspire and forwarded to depuy. Depuy received the records on (B)(6) 2010. Medical records indicate that the pt was revised on (B)(6) 2008 to address acetabular loosening and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.